Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred; however, the reported problem could not be duplicated during functional testing. The root cause for the reported issue was not determined. As a preventative procedure, the clutch halves, left and right with leadscrew and spring, position potentiometer, and force sensor were replaced after device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.